Manufacturer narrative:
The device was evaluated by the returns department which found that the valves are stuck.

Event description:
End user's son called in to technical service and stated it was not "puffing any air". Tech services asked if it was running and he said yes. The son stated, it had been in for repair twice to (B)(4). The son passed the phone off to a female doctor in the room, who states, the end user's o2 saturation was at 57% and the motor was not running and it had the 3/4 code. The doctor stated to technical services: "I am the doctor of the patient that almost died and the ambulance is on the way". They stated, they were trying to use it on setting #4. Technical services was attempting to give the caller's information to (B)(4), and during that time the caller's disconnected from the line. No further information provided.

Event description:
End user's son called in to technical service and stated it was not "puffing any air". Tech services asked if it was running and he said yes. The son stated it had been in for repair twice to (B)(4). The son passed the phone off to a female doctor in the room, who states the end user's o2 saturation was at 57% and the motor was not running and it had the 3/4 code. The doctor stated to technical services: "I am the doctor of the patient that almost died and the ambulance is on the way". They stated they were trying to use it on setting #4. Technical services was attempting to give the caller's information to (B)(4), and during that time the caller's disconnected from the line. No further information provided.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.